Event description:
Information received indicates the head of the bed is lower by itself.

Manufacturer narrative:
The technician isolated the issue to a dirty CPR switch. The technician cleaned the CPR switch to repair the bed.